Event description:
It was reported the device had a faulty load button error. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The customer was informed that the capacitor is no longer in specification and the main board needs to be replaced. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. H3 other text : device is end of life